Manufacturer narrative:
H3: product analysis: part # 8350312, lot # k22m1373 visual inspection confirmed the rod holder handle shaft has broken due to overload medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during r evision surgery to remove nail after bone fusion after initial procedure on (B)(6) 2024. It was reported that when attempting to remove the rod, it was difficult to extract. While applying slight twisting and pulling, the rod holder fractured. Revision surgery was not due to medtronic product malfunction. The removal of screws after bone union, which was originally scheduled. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.